Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated the mechanical operation of the balloon catheter was occluded. Visual analysis of the catheter indicated damage during use. The analyst noted the catheter was returned without the syringe. There is a crystalline substance in the balloon and is occluded. There is a crystalline substance in the distal end of the balloon inflation valve and is not occluded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, prior to placing the left ventricular lead, the balloon on the catheter was inflated and then deflated in vitro. The balloon could not be deflated after inflation. The catheter was not used and replaced with a new catheter. No patient complications have been reported as a result of this event.